Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to epileptic seizure. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Due to the manufacturer not receiving the device information, the following are possible recall z numbers: z-1972-2021 . Z-1974-2021 . Z-1973-2021. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The previously filed report was incorrect. In this report box b, box d, box e and box h has been updated and corrected.

Event description:
The manufacturer was contacted in reference to the dreamstation auto CPAP devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to epileptic seizure. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.